Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), endometritis ("endometritis") and adenomyosis ("adenomyosis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included skin red, skin swelling and skin eruption. Concurrent conditions included anesthesia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 3 years 1 month after insertion of essure, the patient experienced urinary incontinence ("urinary incontinence") and micturition urgency ("bladder urgency"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), teeth brittle ("brittle teeth") and cervicitis ("chronic cervicitis"). The patient was treated with surgery (on (B)(6) 2013 underwent a total vaginal hysterectomy) and surgery (on (B)(6) 2013 underwent a total vaginal hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, endometritis, adenomyosis, hypersensitivity, fatigue, dyspareunia, dysmenorrhoea, alopecia, weight increased, abdominal pain, teeth brittle, urinary incontinence, micturition urgency and cervicitis had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, cervicitis, dysmenorrhoea, dyspareunia, endometritis, fatigue, hypersensitivity, micturition urgency, pelvic pain, teeth brittle, urinary incontinence and weight increased to be related to essure. The reporter commented: patient underwent aatotal vaginal hysterectomy on (B)(6) -2013, which revealed a ¿mush consistency¿ uterus, consistent with adenomyosis. Patient has not been diagnosed with a nickel allergy, she is unable to wear fake, or ¿costume¿ jewelry, which often contains nickel, because it causes her skin to turn red, swell, and break out in a rash at the site of contact. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.